Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted with good measurements observed. However, the next day the r-wave amplitudes had decreased and the pacing threshold measurements had increased. The lead was found to be dislodged; it was believed not enough slack had been left on the lead. The following day the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded.